Event description:
A malfunction was reported with the customer's device, displaying a malfunction code but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if any issues recurred.